Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead sensing was reprogrammed tip to coil due to oversensing and noise. It was later reported that the rv lead was extracted and replaced due to noise and a possible fracture. No patient complications have been reported as a result of this event.